Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited inappropriate measurements. After a device software download, normal device function resumed. The patient was in stable condition.